Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that pinn mar +4 10d 32idx48od, delta cer head 12/14 32mm +1, and pinn sector w/gription 48mm were involved in a reported event. The complaint described premature wear of polyethylene and implant bearing materials, resulting in two revision surgeries and replacement of the polyethylene insert and femoral head. The event was associated with implant disassociation between the cup and liner, and the affected implants were explanted and prepared for return.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d10 concomitant if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "they request a study of the following surgery performed at the [redacted] on (B)(6) 2021 ¿ [redacted]¿ (B)(6) surgery ¿ order: (B)(4): 121732048 lot: 9683877; 121932148 lot: j93j09; 3l92511 lot: 5375911; 136521000 lot: d210121591. Revision of the insert and head on (B)(6) 2025 in the [redacted]: 121932148 lot: m27n00; 136532310 lot: 4753740. The patient is admitted back to the [redacted] to make another replacement on (B)(6) 2026. They request a study of the following references: -121932148 with lot: m27n00; -136532310 with lot: 4753740; 121732048 with lot: 9683877. Material prepared to be collected in orto-aríns ([redacted]). A. Have any specific claims been made against the notified product? Premature wear of polyethylene. B. Was there any harm to the patient/consequence related to the event? Two revisions / replacement polyethylene and premature head. C. Were there any surgical delays related to the event? D. Could you provide the name of the account/hospital? [Redacted]¿ [redacted] ¿ (B)(6) // [redacted] ¿ [redacted] ¿ (B)(6). E. Could you provide the date of the event? 1st surgery (B)(6) 2021 ¿ 2nd surgery (B)(6) 2025 and 3rd (B)(6) 2026. Do not include the name of the doctors or centers in the collection request. (In the previous application the courier had all the documentation provided in the email). 121932148 with lot: m27n00 -136532310 with lot: 4753740 -121732048 with lot: 9683877: joint reconstruction ## affected side: unknown ## affected quantity: 1 ## quantity available for return: 1. List the j&j products that were used during the case but did not contribute to the reported event. ## 121732048 lot: 9683877; 121932148 lot: j93j09; 3l92511 lot: 5375911; 136521000 lot: d210121591. Revision of the insert and head on (B)(6) 2025 in the [redacted]: 121932148 lot: m27n00; 136532310 lot: 4753740". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the cup fractured and with wear patterns on its concave surface. Device had signs of being implanted for a period of time and no other cosmetic anomaly was identified on its surface. Damage identified on the cup can be traced to an eccentric loading and excessive contact with the head (delta cer head 12/14 32mm +1), as a consequence of the disassociation between this cup and the liner (pinn mar +4 10d 32idx48od). There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the cup failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations, patient changes over time and the extraction process. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The reported allegation can be confirmed as the damage observed on the cup, the fracture of the rim and/or anti-rotational mechanism of the liner, as well as the metal transfer observed on the head are evidence that can be related to a dissociation condition between the liner and the cup. A manufacturing record evaluation was performed for the finished device 9683877 lot number, and three non-conformances were identified, however not related to the reported failure mode of the complaint. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the pinn sector w/gription 48mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device 9683877 lot number, and three non-conformances were identified, however not related to the reported failure mode of the complaint.